Event description:
A physician reported that while creating a flap patient moved and the suction ring was being placed, caused excessive movement, and pinching of the eye. This led to damage to the epithelium and resulted in an incomplete flap in the patient's left eye. Additionally, a second incision was made, creating a buttonhole that connected the lower flap to the upper flap. As a result, the patient developed astigmatism, and the achieved post-operative refraction treatment values were more than one diopter after lasik surgery. The patient continued with the symptoms.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5. And h.11. Based on information received following submission of the initial report, it was confirmed that our device was not the contributory cause of the event. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating the event of cut was caused by a non-company product.